Event description:
This lead was explanted and replaced due to intermittent output. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by over rotation of the inner coil during the extension or retraction of the fixation helix. Furthermore cuttings in the insulation were found which resulted most likely from the explantation procedure. Blood penetrated the lead in these areas. In summary, deformations of the inner coil close to the is-1 connector pin were found which resulted most likely from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.